Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a missing low glucose alarm issue with the adc device. Due to this issue, customer experienced dizziness and seizure was treated with glucose (oral and IV route) by paramedics. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a missing low glucose alarm issue with the adc device. Due to this issue, customer experienced dizziness and seizure was treated with glucose (oral and IV route) by paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a missing low glucose alarm issue with the adc device. Due to this issue, customer experienced dizziness and seizure was treated with glucose (oral and IV route) by paramedics. There was no report of death or permanent injury associated with this event.